Event description:
The customer initially reported that they needed to stop utilizing this extension set model because there had been reports of skin breakdown while using it. Upon further inquiry, clarification was provided by the customer that they find the set to be too short to meet their needs, causing it to kink when they are trying to tape it, and that the spin lock collar is too large thus it was causing irritation. Further, it was reported that it had "come undone under the dressing" resulting in leaks. No specific details or any specific pt events were provided. The customer does not allege any failure of the device but clarified that it simply does not meet their needs. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.